Event description:
It was reported that a multirate infusor overinfused. The reporter stated that the pump finished five hours early. The device had been filled with unspecified medication. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon further clarification, the expected therapy time was forty-eight (48) hours. H4: the lot was manufactured from april 23, 2021 - april 24, 2021. H10: the device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.